Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit alarms low minute ventilation (low ve). The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation differential pressure transducer failed calibrations. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.